Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent and a feeling of discomfort during pd. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event two days after onset. The same day the patient was treated with empirical dual antibiotic therapy (unspecified) for three days. The same day that the unspecified antibiotic was stopped, the patient was treated with intraperitoneal vancomycin (2 gram, every four or five days for twenty-three days). The patient was discharged nine days after admission and was recovered from this peritonitis event. Dianeal therapies were discontinued the same day as onset of the peritonitis. No additional information is available.